Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
The device was returned with paperwork stating that an x-ray showed that the tip of the electrode array was bent and the array was not fully inserted into the cochlea. The device was explanted, and the patient was reimplanted with a new device during the same surgery.